Event description:
(B)(6) 2012, a gore propaten vascular graft was implanted for a knee arterial bypass. The following months after the initial implantation, the graft began weeping with seroma formation. On (B)(6) 2013, the portion of the original implant that was deemed to have been causing the weeping was explanted. A gore hybrid vascular graft was implanted as an interposition graft to take the place of the explanted portion of the propaten vascular graft.

Manufacturer narrative:
Method: review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions: evaluation in progress pending the completion of the engineering and histological analysis.